Event description:
The stent dislodged while it was deployed.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted in 30 days.